Event description:
New information received noted diagnostic imaging was taken to confirm both lead fractures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22954. It was reported that the patient presented in clinic for scheduled lead extraction and generator replacement. Both the right atrial (ra) and right ventricular (rv) leads were found to be fractured and exhibited high impedance and high capture threshold. Both leads were explanted and replaced successfully and the physician elected to replace the implantable cardioverter defibrillator since the remaining battery life was 3 years. There were no complications and patient condition was stable.